Manufacturer narrative:
The edi catheter has been requested back for investigation. Further information surrounding the event has been sought. A supplemental medwatch will be provided after investigation. (B)(4).

Event description:
(B)(4).